Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined. Additionally the transmitter (part number stt-gf-001 /serial number (B)(4)/lot number 5210264), being used with the complaint receiver, was returned on 05/27/2016. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction.

Manufacturer narrative:
(B)(4).